Manufacturer narrative:
(B)(4). Test strips not returned for evaluation. Returned meter evaluated with defect found. On the investigation on 5/30/2018 resulted in defect found. Meter displays partial characters. Based on the result the event was determined to be reportable. Final root cause : meter displays partial characters due to user mechanical stress. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Message left to contact customer care department.

Event description:
Consumer complaint of defective lcd. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Storage of product location is undisclosed. Test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is undisclosed. Customer states that the middle digit is illegible, it is not clear and cannot read it. Caller states the first and third digit are legible. No medication was administered due to the glucose reading. No adverse event reported.